Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Examination showed the tamper seal was removed- this indicates the pump had been dissembled by company not authorized to service this device type. Additional examination showed some burn damage at the battery compartment area. The examination of the battery compartment showed the battery compartment had been taken apart and the battery dividers (protective mechanism) were missing from their correct orientation; one was found stuck in between the battery springs. The condition occurred due to the pump being serviced incorrectly by a third party.

Event description:
It was reported the device overheated and caught fire.